Event description:
It was reported the procedure was to treat a heavily calcified mid right coronary artery (rca) and heavily calcified circumflex artery. The 3.50x18mm and 4.0x18mm skypoint stent delivery system (sds) failed to cross the target lesion in the mid rca, due to the anatomy. Both sds were removed without issue, however after the 4.0x18mm skypoint was removed a dissection was observed. It is unknown which of the two sds caused the dissection. The dissection was treated with ballooning and an unspecified stent. A 3.0x23mm skypoint was advanced in the circumflex artery, however it failed to cross to the target lesion due to the calcification. The sds was removed without issue and a non-abbott sds was able to cross. A dissection was observed, it is unknown which sds caused the dissection, the abbott sds or the non-abbott stent. The dissection was treated with the non-abbott stent that crossed. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effects of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. In this case, it is likely the device interacted with the heavily calcified artery during advancement resulting in the reported failure to advance and subsequent patient effect of dissection with unexpected medical intervention. The investigation determined the reported failure to advance and subsequent treatment appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience skypoint devices referenced are filed under separate medwatch report numbers.